Manufacturer narrative:
Unable to verify no delivery alarm and perform displacement test, basic occlusion, occlusion test, prime/a33 and excessive no delivery test due to broken reservoir tube lip. Device received with broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 452 mg/dl. Customer's blood glucose value was 105 mg/dl at the time of the call. Customer treated with insulin pens for high blood glucose. Troubleshooting was performed for high blood glucose. The drive support cap was normal. The product will be returned for analysis.